Event description:
It was reported the customer had a button error alarm which could not be cleared. Customer has already reverted to a back-up plan. The customer's blood glucose was 11 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.